Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. A 3.0x16mm veriflex stent was implanted in the left circumflex artery (lcx). It was noted that the stent was well positioned and apposed in the lesion. Over one year later, during follow up angiography, in-stent restenosis was discovered in the previously placed stent. The physician attempted to advance a 3.50x10mm flextome balloon catheter to the lesion for treatment; however, the device was unable to cross the lesion. The device was removed from the patient and the in-stent restenosis was successfully treated with a non bsc balloon. No additional patient complications were reported and the patient's current condition is stable.